Event description:
Customer inquired if electronics in a new vehicle would interfere with insulin pump. Customer states as her blue tooth was being set up in the vehicle, her blood glucose dropped to 28 mg/dl. Customer declined low blood glucose troubleshooting as she states this was a past event and has not been low since. Customer was advices to contact vehicle manufacturer for more information. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).